Manufacturer narrative:
Visual examination of the returned guide showed signs of repeated use with two pins seized within. The pins showed signs of use and the hex features were damaged. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0001822565 - 2021 - 02244 , 0001822565 - 2021 - 02237. Investigation incomplete.

Event description:
It was reported the pins got stuck in cut guide. There was no serious injury as a result of the malfunction. Attempts have been made, but there is no additional information at this time.